Event description:
Information was received indicating that while in use, a smiths medical medfusion pump exhibited a biomed error alarm and stopped infusing medication. Subsequently, new pump was used. No further adverse effects were reported.